Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and failed due to a leak between the winged female luer lock and tbg. Clear passage testing was performed and passed successfully with no issues relating to the reported condition. Pressure testing was performed and failed due to a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of an interlink non-dehp t-connector extension set separated from the t-connector, leading to a leak. This occurred during infusion. The device was being used with a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The cause of the condition was determined to be related to a misuse of the customer. Should additional relevant information become available, a supplemental report will be submitted.